Event description:
It was reported that an ilet bionic pancreas was dropped, after which the touchscreen became unresponsive and could not be unlocked despite attempts to restart the device through the mobile app, consistent with an unresponsive key/button involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed a software-related problem associated with the touchscreen component presenting as an unresponsive control. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.